Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I found out I had pieces of fragments left behind in my uterus') and menorrhagia ('periods were heavy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and erythema ("redness on hips"). The patient was treated with surgery (hysterectomy and hysterectomy). Essure was removed. At the time of the report, the device breakage, menorrhagia and erythema outcome was unknown. The reporter considered device breakage, erythema and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: four follow up's processed together. Social media content received: new event redness on hips was added. On 25-apr-2020: four follow up's processed together. Quality safety evaluation of ptc. On 23-mar-2020: four follow up's processed together. Social media content received: new event I found out I had pieces of fragments left behind in my uterus was added. On 23-mar-2020: four follow up's processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I found out I had pieces of fragments left behind in my uterus') and menorrhagia ('periods were heavy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and erythema ("redness on hips"). The patient was treated with surgery (hysterectomy and hysterectomy). Essure was removed. At the time of the report, the device breakage, menorrhagia and erythema outcome was unknown. The reporter considered device breakage, erythema and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I found out I had pieces of fragments left behind in my uterus') and menorrhagia ('periods were heavy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and erythema ("redness on hips"). The patient was treated with surgery (hysterectomy, oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, menorrhagia and erythema outcome was unknown. The reporter considered device breakage, erythema and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter information, patient dob, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('periods were heavy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.